Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that it was ¿taking hours long to charge¿ the ins. The patient reported that the ins was working for the legs, but not for the lower back. The patient confirmed that the implant was for coverage for ¿everything¿. No patient complications have been reported because of this event